Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was torn. The lens was removed with no pt injury and another same model lens was implanted. The reporter stated the cause of the torn lens was due to the lens having been loaded improperly.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found the lens optic torn into pieces and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.